Manufacturer narrative:
Investigation summary: no sample was received. Investigation conclusion: this is the 1st complaint for the lot# 8016825 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8016825 during the production run. Root cause description: root cause can¿t be confirmed.

Event description:
It has been reported that one 10 ml bd posiflush¿ normal saline syringe was found with a jammed stopper during use. The following has been provided by the initial reporter: during use, customer complaint 1ea flush stopper jammed. No pic, no sample.